Manufacturer narrative:
In addition to b5, further communication with the reporter was received stating that after trying to reproduce the issue two times, the issue did not recur. Therefore; the suspect device is not being returned to olympus for evaluation. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during a laparoscopic ovarian cyst removal procedure, a noise was generated, and the image blacked out. The power was turned off and then on again, and the image was restored. The suspect device was able to be used to complete the procedure. There was no patient injury reported due to the event. This is the second of two reports submitted for this event. The first event is captured in the MDR for patient ID (B)(4).

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-mar-2022. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d9, h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, no image appeared because of a connection failure of the camera head due to a defective lock part of the video connector socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The specific root cause of the defective lock part of the video connector socket could not be determined at this time. Olympus will continue to monitor field performance for this device.